Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, when clipping the blood vessel, the sensation of completion of closing of the jaws was felt twice. The procedure was completed with another device. There was no patient injury.